Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor assy for error check IV set. Replaced bezel assy crack lower hinge, rear case housing assy crack upper well. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the fsa pressure sensor - 12 packs. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. A review of the device history record showed the device had a manufacture date of 03jul2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device "alarms for no reason". There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device "alarms for no reason". There was no patient involvement.